Manufacturer narrative:
The returned product was visually inspected and a kink and fraying of the guidewire was observed. A scratch was observed on the pump outflow cage. The cause of the delivery issue was most likely a abdominal aortic aneurysm. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient's impella leg was mottled due to limb ischemia. The family decided to withdraw care and the survival outcome at explant noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).